Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was unable to charge the battery due to a failure in the charging circuitry on the instrument board. The instrument board was replaced and the unit functioned as designed. The device stayed powered on when docked. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.

Manufacturer narrative:
Additional manufacturing narrative: the product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted. (B)(6).

Event description:
It was reported that the devices were on ac power for 6-8 hours but the battery status bar was showing 0% charge. Not only this, it is getting switched off suddenly during the procedures even when it is on ac power. It can only be switched on after making several efforts but again it gets switched off after 5 or 10 minutes. No consequences or impact to patient.